Event description:
Revision surgery-patient presented for revision of tha due to a femoral stem breaking (not encore). While revising stem (therefore head must be replaced), the doctor noticed signs of wear on the poly portion of the liner and decided to revise it also.